Event description:
The rptr indicated that since the implant, follow-ups have been conducted with no observed problems. On 6/13/97, an extension of a pacing interval was found after the holter monitoring. The interval extension was twice as the basic pacing interval. Another extension up to 2.8 seconds was seen on the ECG strip. On 6/30/97, the device was programmed to vvt mode without changing other parameters. The holter monitoring was performed again to confirm if the extension was due to oversensing, but the extension whose interval was as twice as the basic pacing interval was observed again. The pt has been hospitalized and monitored. On 7/10/97, according to the doctor's request, the pacer was replaced. When trying to measure lead impedance with psc, no pacing spike was observed on the ECG. Based on this, the doctor concluded that the cause of the above mentioned anomaly was due to the lead. Which was then replaced.